Event description:
Key board is faulty. Increment and decrement keys are not functioning. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. The reported device was not returned to france for investigation. During servicing, it was found that the upper case kit was defective and the increment and decrement keys were not working. A video has been sent to explain the problem of the buttons that do not work. After several attempts to obtain more information about the repairs, the log data and the device return, nothing was provided and no defective spare part was sent back to brézins for investigation. With no other evidence to confirm the origin of the defect, the root cause of the reported event could not be identified. However, this event could be linked to a known issue addressed with an internal CAPA for defective keypad issue (non functional key) on the agilia range. Note : reported device was manufactured before correctives actions have been implemented in march 2020. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.